Manufacturer narrative:
The reported ineffective stimulation and auto reducing was confirmed. The lead was returned cleanly cut in 2 pieces as a consequence of the explant procedure. Visual inspection showed a kink in the lead body where all the internal wires were broken. This would have caused the system to auto reduce and contribute to the patient¿s ineffective stimulation. As the outer tubing of the lead body where the fracture was located was not breached and the patient had ineffective stimulation after being re-programmed, the broken wires are consistent with the lead being subjected to stress or a sudden event while in vivo. The reported lead migration was not confirmed. This issue cannot be confirmed with product testing alone.

Manufacturer narrative:
Correction: a4 - patient weight should have been 215 rather than 175. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 1627487-2021-14805. Additional information received identified the patient decided to explant the drg system. There were reportedly no complications during the procedure.